Event description:
It was reported that the physician implanted a helex septal occluder to close an asd (atrial septal defect). The defect balloon sized to 17-18mm and the total septal length was 36mm. A 35mm device was implanted. On follow-up the next day the right atrial disk was parallel to tricuspid valve. The physician decided to remove the device in a transcatheter procedure the following day. The device was snared out but it was noted that clot had formed on the device and the long sheath. A clot was noted in the left atrium in an inferior position above the level of the coronary sinus. The pt was placed on heparin and aspirin and the clot will be monitored. The device was discarded by the physician.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.